Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A correction has been made on the device (B)(4). The recall code has been removed as there is no remedial action code for these products. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that noise was observed on the right ventricular (rv) coil electrogram. Impedance increases were also noted on the rv lead with pocket manipulations. An issue with the lead to device connection was suspected. The lead and device remain in use. No patient complications were reported as a result of this event.

Event description:
It was reported that noise was observed on the right ventricular (rv) coil electrogram. Impedance increases were also noted on the rv lead with pocket manipulations. An issue with the lead to device connection was suspected. It was further reported that a connector issue was confirmed and a revision procedure was performed. The lead and device remain in use. No patient complications were reported as a result of this event.